Manufacturer narrative:
(B)(4).

Event description:
The device was explanted and no issue was noted. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory.